Event description:
It was reported that the aseptic housing fractured during a surgical procedure. The bottom housing was detached from the top housing and it fell on the surgical site. The site was not sterile any more and the entire operating table was changed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event, top housing detached from the large aseptic bottom housing, was confirmed. Service technician/specialist observed that the top housing had separated from the bottom housing at the weld. Device was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the aseptic housing fractured during a surgical procedure. The bottom housing was detached from the top housing and it fell on the surgical site. The site was not sterile any more and the entire operating table was changed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.